Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue; however, the pump's delivery accuracy was within manufacturing specifications. It was determined that the rtc battery was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device exhibited error lec1310 and failed the volumetric accuracy check. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.